Event description:
It was reported that a continuous glucose monitor showed an error message during use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through a full pump reset, after which error did not appear again, and customer successfully started new sensor session with no additional issues reported.